Event description:
While using the baxter automix pump and new eva baxter bags, the eva bags began to break at a "fringed" point on the tubing used to be attached to the automix pump. Only two bags seemed to have problems. After problem was found, bags were handled more gently than previously needed, and a baxter rep was contacted to be made aware of the problem. If any problems persist the same rep will be notified.